Event description:
It was reported that: "the doctor found connector broken during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tracheal swivel connector was broken on the 15mm side. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The swivel connector is a component purchased from a supplier. A non-conformity was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on (B)(6) 2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.